Event description:
During a colectomy procedure, it was reported by the affiliate that a small leakage was found during leakage test. The suregon placed stitches without incident. There was no pt consequence.